Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a diagnostic anomaly was suspected via remote monitoring. It was reported that the patient's device had reached elective replacement indicator (eri) voltage (B)(6) 2019 but tripped eri (B)(6) 2020. It was discussed that the latency was within the eri tolerance limit. The patient was to make arrangements for replacement for normal eri. The patient was not dependent on the device and was stable.